Manufacturer narrative:
The root cause assessment was able to determine that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into bone that had been undertapped (either in diameter or depth) or trying to insert a large screw into hard bone.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument is twisted and broken off. There are also several impact marks at the handle end of the instrument. Mechanical failure, broken pieces, directly caused this event. Issue could not be replicated. Based on toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. Per medtronic navigation, inc. Mechanical design engineer

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of the solera reduction driver broke off in the screwhead. The surgeon did make an attempt with bayonets to pry out the broken driver tip that was attached to the perc screw, without success. The surgeon continued the procedure using a second navigated solera driver. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.